Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the md performed a thrombectomy on a fistula. The basket became "tangled" in the vein and the tip of the percutaneous thrombolytic device (ptd) catheter broke off. The md was able to "untangle" the basket and remove the tip from the pt. No medical follow up was necessary for the pt and the fistula was salvaged.